Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was removed due to fluctuating and out of range shocking impedance measurements.